Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. H6. Health effect - clinical code e2402: chest injury. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. The patient reportedly experienced an accident at work which may have caused or contributed to the event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On jun 19, 2024, additional information was received indicating the impacted product is a saline mentor smooth round high profile 270cc breast implant, catalog number 3503270, lot number 1062934. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On jul 3, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 3, 2024, the device information was noticed to be incorrect in the previous report. The impacted product was identified as a saline mentor smooth round moderate profile 325cc breast implant, catalog number 3501650, lot number 1002934. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear within a crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 15, 2024, additional information was received indicating the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2024. The date of implantation was also identified as (B)(6) 2005. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).